Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged secondary infection is related to the v.a.c.® therapy system. The physician noted the event was "not serious." It is unknown if or what medical or surgical intervention was performed, and no device identifiers have been provided. Kci has made multiple unsuccessful attempts to obtain device identification information. Therefore, a device evaluation could not be performed. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On (B)(6) 2020, the following information was received by kci after a review of journal article, kaoru sasaki et al. Salvaging exposed microtia cartilage framework with negative pressure wound therapy. Journal of plastic, reconstructive & aesthetic surgery (2020) 000, 1-3. Doi.org/10.1016/j.bjps.2020.11.010 which noted the following: a secondary infection in case 3 forced a wait of 42 days before additional surgery. There were no other complications with negative pressure wound therapy (npwt)... In our experience, a secondary infection occurred over 27 days of npwt. On (B)(6) 2021, the following information was reported to kci by the physician: "there is a causal relationship between secondary infection in case 3 and npwt." On (B)(6) 2021, the following information was reported to kci by the physician: regarding the severity of the harm, this event was "not serious." The v.a.c.® therapy unit identifier was not provided and the product was not returned; therefore, a device evaluation could not be performed.